Event description:
It was reported that upon insertion, the "spring wire guide j tip does not slide easily in the needle." As a result, the md requested another kit and "the patient was punctured again." There were no reported patient complications or injury.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one introducer needle and one broken swg were returned for evaluation. The needle was returned with the swg protruding from both ends. The j-tip of the swg extended from distal tip of the needle & straight end of the swg was extended from needle hub; only j-tip weld was intact. The j-bend was damaged. Swg exhibited offset coils & some separation of the coiled wire. The straight end of the swg had been cut or broken, revealing unraveled wire & missing wire & weld. Upon removal from the needle, dried blood was observed on swg. The returned needle met specifications. A functional test was performed by inserting the j-tip of a lab inventory swg into needle hub & tip. In both cases, the swg passed through the needle freely. The products' instructions for use contains warnings about withdrawing swg against the needle bevel to minimize the risk of severing the swg & maintaining a firm grip on the swg at all times. It also provides instructions for insertion & techniques if resistance is encountered. The reported complaint of swg j-tip does not slide easily in to needle was confirmed through visual examination of the returned sample. The investigation found no evidence to suggest a manufacturing related cause. As a result, the potential cause could not be determined.